Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+10.65%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor which caused the issue. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. The expulsor assembly was replaced to correct the reported issue.